Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received a top web and one partially retracted unit. In addition, three photographs were submitted which displayed similarities to that of the returned unit. Upon inspection of the received unit it was observed that the needle assembly and catheter assembly could not disconnect despite the needle being fully retracted. Upon separation of the two components it was found that adhesive was present between the tip shield and the adapter was present. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to excessive adhesive. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the needle was difficult to disengage from the bd nexiva¿ closed IV catheter system during use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about failure to decouple the pushtab from the septum. After establishing an IV route using nexiva (383532), the hcp pushed the finger grip back while holding down the platform to retract the needle, in accordance with the sop, but the pushtab was not separated from the catheter septum. The drug used is blood product albumin."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle was difficult to disengage from the bd nexiva¿ closed IV catheter system during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about failure to decouple the pushtab from the septum. After establishing an IV route using nexiva (383532), the hcp pushed the finger grip back while holding down the platform to retract the needle, in accordance with the sop, but the pushtab was not separated from the catheter septum. The drug used is blood product albumin."